Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: projection selection and rapid atrial pacing improves early outcomes after self-expanding transcatheter aortic valves

Event description:
The article, "projection selection and rapid atrial pacing improves early outcomes after self-expanding transcatheter aortic valves", was reviewed. The article presented a retrospective, single center study to determine whether compared to conventional care, the combined use of cusp overlap projection (cop) and rapid atrial pacing (rap) can improve the management of conduction disturbances and the early outcomes after self-expandable transcatheter aorticvalve implantation (tavi) procedures. Devices included in the study were evolut pro, portico, and navitor. The article concluded that combination of cop + rap during self-expanding tavi improves postoperative screening for conduction disturbances, thus reducing the need for cardiac rhythm monitoring, and the length stay. The cop + rap strategy improves the short-term clinical outcomes of self-expanding tavi due to fewer infection-related readmissions. [The primary and corresponding author was maria tamargo, departamento de cardiología, hospital general universitario gregorio marañón, instituto de investigación sanitaria gregorio marañón, madrid, spain, with corresponding email: mtamargod@gmail.com] the time frame of the study was from january 2018 to january 2022. A total of 273 patients were included in the study, of which 109 (39.9%) received an abbott device. The average age was 81 years and the majority gender was female. Comorbidities included hypertension, diabetes, ischemic heart disease, heart failure decompensation, prior stroke/transient ischemic attack, active neoplasia, syncope, heart block, atrial fibrillation

Manufacturer narrative:
Summarized patient outcomes/complications of projection selection and rapid atrial pacing improves early outcomes after self-expanding transcatheter aortic valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, ischemic heart disease, heart failure decompensation, prior stroke/transient ischemic attack, active neoplasia, syncope, heart block, atrial fibrillation. Some of the complications reported were heart block, stroke, atrial fibrillation, heart failure, hemorrhage; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.

Event description:
N/a.